Event description:
It was reported to boston scientific corporation, through a post market clinical follow up (pmcf) of retrospective data collection, that an escape basket was used during a l sr ureteroscopy procedure performed on (B)(6) 2021. Post-op colic readmission, ureteral edema was noted. There was no other abnormality, and no surgical intervention was made.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).